Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with the dislodged lead.

Event description:
During follow-up, loss of capture was noted on the left ventricular lead. Diagnostic imaging confirmed dislodgement and the lead was deactivated. The patient was in stable condition.